Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Customer was setting up their bed and noticed a crack and bend in their swivel caster bracket.